Event description:
Perclose surgical closure device with proglide failed and upon its examination one of the foot pedals that captures the suture are missing. Vascular ultrasound obtained and showed a small retained vascular closure device fragment intraluminally. No change in patient's lower extremity subjective symptoms or physical exam. Good pulses. Patient will be monitored for lower extremity neurovascular changes.